Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified issue with the dexcom system. The patient alleged they were 'in the hospital for a week because of the dexcom system and almost died'. Because the patient¿s contact information is unknown, no follow up for additional information is possible and no additional patient or event information is available. No product was provided for evaluation. The allegation and a probable cause could not be determined.